Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint is being submitted late as part of a retrospective review conducted for the new MDR monitoring report developed in (B)(4). The new MDR monitoring report is included in the animas 483 response related to MDR timeliness. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor stated that the display screen had become dim and the text had faded in color. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.